Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit has screen display problem. The display is static. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e1. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not replicate the error. The fse reconnected the connector. The unit was returned to the customer in good working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).